Event description:
New information received noted that the lead was capped due to a fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient received a vibratory alert for atrial lead impedance less than the lower limit. Freeze capture confirmed that there is noise on the lead. It was also thought that the ventricular lead was sensing the atrium, leading to an inappropriate shock. The lead appeared to be in place via review of x-rays. Immediately after the device delivered the shock, there was a bit of low level artifact indicated on the ventricular lead. System remains implanted.